Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the atrial and ventricular channels that lead to loss of pacing. Pacemaker malfunction was suspected. No intervention was performed. Patient would be seen in clinic.

Event description:
New information noted that programming changes were made to resolve the issue. Patient was asymptomatic throughout event.